Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint ,and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the small grasping retractor instrument associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2020 on system sk1178. The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event, however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor was found to have a torn bowden cable. The procedure was completed with no reported injury.